Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device intermittently boots up to a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device intermittently boots up to a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. However, stryker verified the reported issue. Stryker determined that the cause of the reported issue was due to capacitor, designator c181 on the user interface pcb assembly. C181 was cracked and electrically shorted. Stryker replaced the user interface pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.